Event description:
The pt reportedly experienced a decrease in performance and sound quality issues followed by no sound perception between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. Testing performed confirmed out of range impedances on all electrodes. Surgery to explant the pt's device is to be scheduled.